Event description:
This companion 2 driver was not supporting a patient. A syncardia clinical support specialist reported that while conducting a routine system check at an implant center, he observed that the companion 2 driver would not recognize external batteries in battery slot number 2. This alleged failure mode poses a low risk for a patient because the issue was observed during a routine system check when the driver was not supporting a patient. In addition, the companion 2 driver has additional redundant power sources, including external wall power and an internal emergency battery. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.